Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of the antibiotic zosyn (from a pre-filled IV bag), during therapy (programmed amount and delivery rate unknown) in the emergency room. The customer reported that a large residual amount of the drug (greater than 20%) was left in the bag after the infusion was complete. It was also reported there was no patient injury.